Event description:
During installation of an IV infusion, the smiths medical jelco, 20g x 1. Protectiv plus safety IV catheter, blood return was noted in the catheter chamber. Needle was attempted to be removed as catheter advanced, but catheter was unable to be advanced over needle. Entire needle and catheter was removed promptly to find that needle had pierced through the catheter and the catheter was bent with the needle through it.